Event description:
It was reported the device delivered shocks of 17 joules while programmed to deliver 30 joules. All 6 therapies were ineffective and the emergency staff had to carry out resusitation that was reported as short term successful, but long term, the patient died. There is no allegation from a health care professional that the death was device related. It was later reported the cause of death was ventricular fibrillation that lead to circulatory and respiratory failure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device delivered shocks of 17 joules while programmed to deliver 30 joules. All 6 therapies were ineffective and the emergency staff had to carry out resusitation that was reported as short term successful, but long term, the patient died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.